Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The right internal iliac artery was embolized with coils, and a stent graft was placed from the right common iliac artery to the external iliac artery. On an unknown date, contrast-enhanced computed tomography (CT) and an ultrasound scan revealed type ii endoleak and suspected distal type I endoleak. On (B)(6) 2024, the patient underwent reintervention. Bilateral contrast images were performed to confirm the distal type I endoleak, but no type I endoleak was identified. A preoperative CT scan had confirmed an endoleak from the coil embolization site in the right internal iliac artery, so nbca (n-butyl-2-cyanoacrylate) was injected into the right internal iliac artery via the circumflex branch. The visible endoleak disappeared. The physician stated the following: the coil embolization was insufficient.